Event description:
The consumer was being transferred on to a commode when the boom allegedly dropped, causing the consumer to fall onto the handicap rail and sustain an injury, requiring stitches.

Manufacturer narrative:
Consumer reportedly was being transferred when the boom allegedly dropped, and patient fell, requiring stitches. Device has been in service for 10 years with no prior reported incidents. Nature of complaint suggests a possible transfer error. Product has not been returned for evaluation at this time, device maintenance history is unknown. MDR filed based on alleged serious injury.